Manufacturer narrative:
(B)(4). Concomitant medical products: item# 00784804101 modular neck x2 12/14 neck taper use with +0 heads only item# 00771301200, modular femoral stem press-fit plasma sprayed cementless size 12.5taper use. Reported event was confirmed by review of op notes which indicated purulent fluid exuded as entering the joint. Deep infection was confirmed. Excessive epithelialization of the wound was found. Stem and cup were well-fixed. No signs of loosening. No osteolysis noted. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source, consumer - attorney. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to unknown product location. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: zimmer bioloxâ® option, head, l, ã¸ 36/+3.5, taper 12/14 item#: 00877703603, lot#: 2847929, zimmer shell with cluster holes porous 52 mm o.d. Size ii for use with ii liners item#: 00875705201, lot#: 63648021, zimmer item # unknown, unknown stem lot # unknown, zimmer item # unknown, unknown taper neck lot # unknown.

Event description:
It was reported that patient underwent a revision due to infection and dislocation approximately 3 months post-op. Attempts have been made and no further information has been provided.

Event description:
It was reported that patient underwent a revision due to infection approximately 3 months post-op. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.